Manufacturer narrative:
Stryker further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit, designator u8.

Event description:
The customer contacted stryker to report that their device powered off upon start up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device shuts down when connected to the ac power adaptor. The power pcba was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off upon start up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.